Event description:
A percutaneous coronary intervention was performed for a lesion in the proximal left anterior descending (lad) artery. The lesion was 100% stenosed with no calcification and moderately tortuous. A stent was implanted at the proximal part of the lad area and confirmed with an intravascular ultrasound (ivus) catheter. Upon removal of the ivus, after imaging was complete, resistance was noted. The catheter had become caught on "something". The physician stated it might have caught on the distal end of the stent. The physician pushed and pulled the catheter several times and was able to successfully remove the imaging catheter outside the patient's body. No patient injury was reported.